Event description:
At follow-up, history of noise was observed. Fluoroscopy revealed externalized conductors. Patient was symptomatic of near syncope. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.